Event description:
It was reported that the patient experienced phrenic nerve stimulation. The left ventricular lead exhibited an increase in thresholds. The lead was explanted. The patient was in good condition after the surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.